Event description:
(B)(6) female admitted for a hysteroscopic endometrial ablation using a cytyc novasure rf controller and was discharged home. On (B)(6) 2010, the pt returned to the emergency department with chief complaints of abdominal pain and painful urination. The symptoms started on (B)(6) 2010. Pt describes some lower mid crampy abdominal pain categorized at a 10/10. Vs. 130/80/pulse 87/ temp 99.9./resp 16 02 sat 98%. The pt was hydrated, medicated for nausea and vomiting and pain. Diagnosed with abdominal pain, vomiting and pain. Diagnosed with abdominal pain, vomiting and dehydration. Pt's pain was controlled at discharge. Abdomen was soft and non-tender, taking oral fluids without vomiting, vs. Stable at discharge. Pt returned next day ((B)(6) 2010) to the emergency department with continued chief complaint of severe abdominal pain and nausea. She reported feeling bloated. Vs. 112/75 98.7-129-18. 02 sat 96%. CT of the abdomen/pelvis showed perforation of the uterus with free fluid pockets in the peritoneal cavity. Pt had a total abdominal hysterectomy, bilateral salpingo-oophorectomy, small bowel resection, appendectomy, cystoscopy. Findings showed a necrotic uterus, ovaries and tubes with necrosis extending up into the right infundibulopelvic ligament. There was a perforation of the terminal ileum with extravasation of small bowel contents into the abdomen. Pt was discharged home on (B)(6) 2010.